Manufacturer narrative:
Per good faith effort (gfe) response this record was created in error, and no work was performed as there was no issue, defect or malfunction related to the identity, quality, durability, reliability, safety, effectiveness, or performance of the device with the device associated with the reported serial number. Therefore, record will be cancelled.

Event description:
Philips received a complaint by the customer on the v60 indicating that the acquisition card was defective. It was reported that there was no patient involvement at the time the issue was discovered. A service engineer was dispatched onsite to evaluate and repair the device. Per the service engineer, the device was sent to bench repair. This investigation is ongoing.

Manufacturer narrative:
E: (B)(6).